Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling light headed when moving arms and also had pain around the site of the implantable pulse generator (ipg). Potential for left ventricular (lv) lead oversensing and pacing inhibition was also reported. The system remains in use. No further patient complications have been reported as a result of this event.